Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to moisture damage to the electronic assembly. The keypad was troubleshot and determined not to be the cause of the button issues. The functional testing could not be performed due to the unresponsive buttons. No moisture damage was noted to the motor, battery tube, or keypad assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and the customer was unable to clear the alarm. The customer did not know the blood glucose reading. The customer reported that the insulin pump was worn under a tight bike shirt with the keypad facing the body. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.